Event description:
This was a regulatory authority report received on (B)(6) 2010, from the (B)(6). A (B)(6) female pt applied an unspecified amount of biafine (trolamine) daily since (B)(6) 2009 (exact therapy date and indication unspecified). In (B)(6) 2009 (date unspecified), she was hospitalized because she had an erythemato-phlyctenular rash on her upper limb which had been progressing since (B)(6) 2009 (exact onset date unspecified). The rash looked photoexposed with a progressive extension. On an unspecified date, a cutaneous biopsy revealed epidermic necrosis with the beginning of detachment compatible with a toxic reaction. Product use was discontinued on (B)(6) 2009 and the event resolved on an unspecified date. This case is serious (hospitalization).

Manufacturer narrative:
At this time, the device has not been returned for failure analysis / laboratory testing. Given the circumstances of the reported event (s) and the known mechanism of action of the device, a casual association with the device is possible.